Event description:
It was reported to boston scientific corporation on (B)(6) 2013 that a rotatable medium oval snare was used during a polypectomy procedure in the colon on (B)(6) 2013. According to the complainant, during the procedure, when the device was being inserted into the endoscope the sheath detached. The detachment occurred approximately 10cm proximal to the dongle assembly, where the sheath diameter changes. It was also noted that the sheath was damaged. The procedure was completed with another rotatable snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2013 that a rotatable medium oval snare was used during a polypectomy procedure in the colon on (B)(6) 2013. According to the complainant, during the procedure, when the device was being inserted into the endoscope the sheath detached. The detachment occurred approximately 10cm proximal to the dongle assembly, where the sheath diameter changes. It was also noted that the sheath was damaged. The procedure was completed with another rotatable snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Visual evaluation of the complaint device found the flare detached and kinks at the distal and proximal section of the catheter. Functional analysis could not be performed due to the flare detached. The complaint was confirmed. Manipulation of the device during the procedure likely produced the kinks found, which would create resistance during subsequent attempts to actuate the device. Actuation against this resistance can ultimately cause the flare to detach. The most probable root cause of the defects identified is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on july 11, 2013 that a rotatable medium oval snare was used during a polypectomy procedure in the colon on (B)(6) 2013. According to the complainant, during the procedure, when the device was being inserted into the endoscope the sheath detached. The detachment occurred approximately 10cm proximal to the dongle assembly, where the sheath diameter changes. It was also noted that the sheath was damaged. The procedure was completed with another rotatable snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.